Manufacturer narrative:
On 08/23/2019, mentor received additional information about the event: the patient underwent a primary breast augmentation procedure with the suspect medical device. The patient¿s dob is (B)(6) 1970. The patient was 33 years old at the time of event. The patient¿s race is white and ethnicity is not hispanic/latino the implantation date is february 2004. The patient underwent bilateral explantation on (B)(6) 2019. The patient reported additional unexplained system symptoms including dry eyes and skin, hypothyroidism, tinnitus, blurred vision, stabbing breast pain, ibs, decreased libido, hormonal issues, weight gain. This report is for the patient¿s right breast prosthesis. Additional information has been received about its identity. It is a mentor smooth round moderate profile 325cc saline breast prosthesis, catalog #3501650, lot #263383, serial # (B)(4), UDI # (B)(4), PMA #p990075. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast prostheses implantation with a mentor smooth round moderate profile 325cc saline breast prosthesis and an unspecified mentor saline breast prosthesis and suffered several unexplained systemic symptoms, including breast pain, arm pain, body itchiness, hearing loss, vision loss, body rash, migraines, joint pain, joint weakness, and insomnia. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the 2nd of two breast prostheses.